Event description:
Patient states that he received the wrong glucose monitor test strip sent to him by (B)(6) and test strips were expired with exp. Date 04/02/2009. Patient went to (B)(6) to inquire about the incident, (B)(6) said they have "no record" of sending the test strips even though package says (B)(6) on it.